Event description:
Operator of the drill came at an angle instead of straight thru through the mcbride sizer and the drill bit broke.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.